Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions, against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it should be noted that the trek rx instructions for use in the warnings section states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum and if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the balloon not being fully deflated and pulling the device with force against the resistance encountered contributed to the reported shaft/balloon detachment.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the moderately calcified and tortuous saphenous vein graft to obtuse marginal. The vein graft was stented using an unspecified stent. Post dilatation was performed using the 3.5 x 15 mm trek dilatation catheter. The balloon was inflated without issue and then deflated; however, the physician did not allow enough time for the balloon to fully deflate before pulling back to withdraw. Resistance was noted and the physician continued to pull the dilatation catheter. Upon removal, it was noted that the distal portion of the dilatation catheter had separated. Angiography noted the separated segment remained in the vessel. A 2nd dilatation catheter was advanced to the separated segment and inflated in the guide catheter to trap the separated segment. All devices were then removed as a single unit. The distal portion of the separated segment was noted to be stuck in the sheath and a clamp was used to hold the separated segment in place while the sheath was removed. Upon removal, it was noted that no balloon material remained on the dilatation catheter. The sheath was flushed and the balloon material was removed. All balloon dilatation catheter material was removed from the patient. No further post dilatation was performed. No clinically significant delay was reported and no adverse patient sequelae. No additional information was provided.